Event description:
The reporter stated that the unit is cracking when connecting to another part. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Medex recognized that this report of additional info is not being submitted within the required timeframe as outlined in the regulation. This info was overlooked for filing in error. Medex continues to be committed to regulatory compliance and will take steps to ensure that this does not recur. Two stopcocks were returned. Examination of the returned units showed that the stopcocks returned were from a mx434-2l, 2 gang, 4 way stopcock are bonded together and had been twisted apart as if to disconnect them. The lot history review for the mx-434-2l is not available as the lot number was unk. Medex was able to confirm this issue and determine the cause. No additional action necessary at this time. Medex considers this MDR closed with this report.